Manufacturer narrative:
(B)(4) there was no product returned for this complaint. No returned product evaluation could be completed. The supplier was notified of the complaint. There was no lot number provided by the customer. Therefore, no record review could be complete. Case details were reviewed. Patient underwent a biopsy of the left femur in (B)(6) . A CT scan was done in (B)(6). Foreign body was observed to be in the bone. Additional information was requested. Fluoroscopic pictures were shared by the customer. Approximately 1.27 cm of shaft noted within the bone. Physician believes it's the tip of the biopsy needle. No lot number or product was returned. It is unknown to what extent, rigor the device has seen use and handling. Per IFU, states the following - do not apply excessive force to driver/ needle set - bone lesion biopsy needle set should always be used inside the access needle. Do not use the bone lesion biopsy needle set independently of the access needle. A manufacturing record review was not completed by supplier as no lot number was provide by the customer. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: patient had bone biopsy done in (B)(6) . Physician was unaware of any issues from procedure. A CT scan was done on (B)(6) that showed a foreign body in the bone that the physician believes is the tip of the biopsy needle. Patients current condition is reported as fine. Additional information has been requested from the account. A follow up report will be submitted on receipt of this info.

Manufacturer narrative:
Qn#1900102664. An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: patient had bone biopsy done in (B)(6). Physician was unaware of any issues from procedure. A CT scan was done on (B)(6) that showed a foreign body in the bone that the physician believes is the tip of the biopsy needle. Patients current condition is reported as fine. Additional information has been requested from the account. A follow up report will be submitted on receipt of this info.